Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A 3509 v-sics recorded since (B)(6) 2015. Right ventricular pace impedance steady at approximately 432 ohms through (B)(6) 2015, rises out of range by (B)(6) 2015. (B)(6). (B)(4).

Event description:
It was reported that the patient presented to the hospital due to a lead alert. The right ventricular lead had high impedance and noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.